Manufacturer narrative:
Per additional information received from the vad coordinator, the device will not be returning for evaluation, as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for fatigue, melena, and a gi bleed. The patient's anticoagulation medication was put on hold. The manufacturer received additional information from the physician stating that the patient remains in the hospital. The gi bleed has stopped but the patient started to exhibit heart failure symptoms. A right heart catheter was performed and noted to be unremarkable. The patient was then placed on dobutamine. The patient's renal status declined and the patient is currently receiving dialysis. His ldh and phgb is elevated. At the time of initial onset, the patient's pi and power were at baseline, but the pi is currently slightly lower. The hospital staff would like to move forward with a pump exchange; however, the patient was not in clinical condition to do so. The manufacturer received additional information two days later from the vad coordinator that the patient passed away. The patient and family decided to discontinue dialysis in light of the patient's right heart failure and multi-system organ failure (msof), with poor prognosis.